Event description:
The caller received a letter from the hmw recall stating that the device is defective, gives bad reading, mostly gives reading 85 and error code e5. She was looking for a replacement device, informed to contact the manufacture for that.